Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is not displayed, video cable is broken, the fiber bonding in the outer tube area (distal end) is damaged, charged coupled device (r-unit) is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is not displayed due to video cable is broken. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use the rigid video laparoscope had image interference. There were no reports of patient involvement.